Manufacturer narrative:
Immucor technical support was unable to use remote electronic access method to assess the unexpectedly negative instrument test well image outcomes in question. No additional information was obtainable from the customer site. No patient demographic or medical information was provided by the customer site.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo, when tested sometime in (B)(6).